Manufacturer narrative:
Updated sections: b2, g3, g6, h2, h6, h11. Additional information: additional information from the surgeon indicated that hemostasis was successfully achieved with compression. Once the patient was stabilized, an "anterior arm lift" approach was attempted; however, the pulmonary lobectomy procedure was converted to an open thoracotomy. The exact volume of blood loss is unknown, but the patient required a 900 ml blood transfusion. The event was attributed to a technical error during an attempt to align the stapler instrument with the vessel; the cadiere forceps instrument was inadvertently activated instead, resulting in an injury and bleeding. The patient was discharged one week postoperatively and has since recovered, with no anticipated long-term complications. It was noted that the system was running normally and was not the direct cause of this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical, inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation. A review of the stapler log shows that sureform 45 curved-tip stapler instrument, (lot number: k12250508-0244), was installed on the system 3 times and fired 1 sureform 45 black reload. On installs 1 and 3, a white stapler reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the range of motion was misjudged while using a sureform 45 curved-tip stapler with a sureform 45 black reload, resulting in injury to the pulmonary vein and subsequent bleeding. This necessitated a conversion to open surgery to achieve hemostasis, after which the procedure was completed successfully. Details regarding what surgical task was being performed at the time of the event, blood loss volume, hemostasis techniques, and any additional medical interventions remain unknown. The surgeon does not believe that a da vinci system, instrument, or accessory caused or contributed to the reported event. Additional information has been requested; however, no response has been received.